Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that doctor had problems to screw the healing abutment to the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
It was reported that the doctor had problems screwing the healing abutment onto the implant. On 12-jun-2023, additional information was obtained, the doctor informed zimvie that he will refrain from making a complaint and sending it in, since the packaging costs, the personnel commitment and the transport logistics clearly exceed the value of the gingiva former. Zimvie did not receive one (1) unknown zimmer healing abutment and one (1) unknown zimmer implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the unknown zimmer healing abutment. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer healing abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was the clinician cross threads healing abutment screw or incorrect healing abutment screw is used. However, a definitive root cause could not be determined because the device was not returned. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.